Manufacturer narrative:
Additional information: the reported event that was confirmed through the service evaluation process. The device was scrapped, as it was not repairable.

Event description:
It was reported that a plastic piece broke off the universal tracker during cleaning in the sterile processing department at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that a plastic piece broke off the universal tracker during cleaning in the sterile processing department at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.